Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced an accident and caused pain at ipg site and replaced ((B)(4)) during which the lead was cut and left implanted. As such, surgical intervention was undertaken wherein the cut lead was explanted and replaced thereby restoring effective therapy.